Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tlc75 device was received in good visual conditions and with two cartridges reloads present. The reloads were received with the most proximal drivers up and the swing tab was found to be in the unlocked position. It should be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. The device was tested for functionality with the returned cartridges and it fired, cut and formed all the remaining staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape.

Event description:
It was reported that during colon procedure the surgeon was handed the device for the second and third reload of the device and there were missing staples in the blue reloads. They used a fourth reload and completed the procedure. The device had not been placed on tissue at the time it was in the surgeon¿s hand. This is a new account and it is unknown if the retainer cap was on the reload when loaded, the tech said they may have pushed the firing button. The device and both reloads are returning with the device. No other information was available for the rep. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.